Manufacturer narrative:
Initial.

Event description:
It was reported that after a breakfast meal announcement resulting in 11 units of insulin, the user¿s blood glucose rose to 295 mg/dl, temporarily returned to range, and then rose again after lunch about 1.5 hours prior to the call; a fingerstick measured 280 mg/dl, supplies had been changed the prior day, the user was on a steel infusion set, had used the ilet for a couple of months, and had been disconnected for approximately two and a half weeks before resuming, with the agent advising that the system would need to relearn patterns. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, insufficient information regarding a device problem or component, and no identifiable device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.